Manufacturer narrative:
Eval is in progress, but not yet concluded. The service repair technician (srt) replaced the printed circuit (pc) assembly temperature pressure board. Preventive maintenance (pm) was performed. The unit operated to MFR specifications and was returned to clinical use.

Event description:
The service repair technician (srt) reported that during equipment preventive maintenance (pm) of the device at the service center, the cardioplegia (cpg) monitor failed temperature display testing. The "cpg" and "b" temperatures have a 0.2 degrees celsius difference from each other and it should be +0.1 degrees celsius. There was no pt involvement.

Manufacturer narrative:
The report complaint was confirmed. There was no damage noted on the temperature/pressure board. No additional action will be taken at this time.